Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarms noted. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report recurring alarms on the insulin pump. The customer's blood glucose reading was 280 mg/dl. Customer was advised to revert to a back-up plan and that the device would be replaced.